Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they could not perform telemetry using their programmer with or without the antenna attached. They were seeing the poor communication screen with and without the antenna. The recharger was able to communicate with the implantable neurostimulator (ins). However, it was later noted that the patient could not communicate with their ins using either their recharger or programmer so they were redirected to their doctor. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.